Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent low blood glucose events, including values down to 49 mg/dl after meal announcements and during the night, while using the ilet bionic pancreas; review of reports confirmed the device suspended insulin delivery in response to low glucose. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included self-treatment with oral carbohydrates and no professional medical intervention or hospitalization. Investigation included review of device data and user reports, confirmation of automated insulin suspension, and provision of troubleshooting and education with assignment for additional training. Investigation of this case revealed no device malfunction and suggested hypoglycemia of unclear cause despite appropriate low-glucose insulin suspension. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.